Event description:
The customer reported that the system would not make an exposure. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb and x-ray tube were evaluated and replaced. The complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.